Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was exchanged. After the controller exchange, the physician correctly attached the ac adapter as per the instructions, along with the data cable to the vad monitor to observe the hvad flow curve. During the controller replacement process, the physician briefly overlooked the step of actively pressing the "start pump" button. As a result, when the controller was switched, the vad did not automatically restart. The physician soon realized this oversight and quickly pressed the "start" button on the vad monitor, which successfully resumed the pump operation. This momentary delay in restarting was solely due to the missed step of manually starting the pump after the controller exchange.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the controller ((B)(6)) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis is not related to a manufacturing or servicing issue. Log file analysis revealed four (4) controller fault alarms logged on (B)(6) 2025 at 11:44:48 and at 12:25:26, and on (B)(6) 2026 at 06:09:13 and at 11:03:29, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Log file analysis associated with (B)(6) also revealed a controller power-up event with an associated motor start event logged on (B)(6) 2026 at 05:35:52, indicating a loss of power to the controller. The data point recorded prior to the loss of power indicated that a power adapter was connected to power port one (1) and that (B)(6) was connected to power port two (2) with (B)(4) relative state of charge (rsoc). The data point recorded after the loss of power indicated that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for ten (10) seconds. Review of the event file associated with (B)(6) revealed a controller power-up event, with an associated motor start event, on (B)(6) 2026 at 13:07:54. Analysis of the event log file revealed that the date, pump ID, patient ID, and alarm limits were being set prior to the controller power up event, indicating that the controller power up likely occurred during the initial programming of the controller and/or a controller exchange. Of note, (B)(6) was loaded with a software containing the pump start algorithm c. As a result, the reported controller fault alarm was confirmed. The reported data transfer error event could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered, a possible root causes of the reported data transfer error, may be attributed, but not limited, a usb flash error, a component malfunction within the serial module, serial port connector malfunction, a marginal connection between the controller and data cable and/or a marginal connection between the data cable and monitor. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the controller power up events associated with (B)(6) can be attributed to a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller ((B)(6)) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis is not related to a manufacturing or servicing issue. Log file analysis revealed two (2) controller fault alarms logged on (B)(6) 2025 at 11:44:48 and at 12:25:26, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. As a result, the reported controller fault alarm was confirmed. The reported data transfer error event could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered, a possible root causes of the reported data transfer error, may be attributed, but not limited, a usb flash error, a component malfunction within the serial module, serial port connector malfunction, a marginal connection between the controller and data cable and/or a marginal connection between the data cable and monitor. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller had a controller fault alarm due to internal battery depletion. There was a recurring data transfer issue with the controller as well and logfiles were unable to be submitted for review. Although there was a data transfer issue, the data had previously been checked by an engineer and there were no abnormal motor start parameters noted. Due to a significant language barrier and on-going data errors, the controller fault alarm was permanently silenced and it was decided the controller would be exchanged at a later date with an alternate software controller. The controller remains in use. No patient complications have been reported as a result of this event.